Event description:
Per the clinic, the patient experienced recurrent skin overgrowth and infection around the implant site (date not reported). The patient underwent a surgical procedure on (B)(6) 2015 to remove the abutment and replace it with an internal magnet. The implanted device remains.

Manufacturer narrative:
(B)(4) implanted device remains.